Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement tests. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. Insulin pump had a cracked lcd window, cracked case near lcd window corners, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip, cracked belt clip slot, cracked battery tube threads, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that customer's insulin pump was alarming. Customer did not have time for a long call. Customer's blood glucose was 300 mg/dl. No other details were provided. Nothing further reported.